Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient took two tests with one positive result and one negative result. Confirmatory testing was performed, and the results were negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: yesterday I took a test and it came out positive. 5 minutes later I took a second test and it said negative . Later that day I went to the dr to have a test sent out to the lab and I just got the results and they are negative. Everyone in my house including I have no symptoms.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer took test and it came out positive; 5 minutes later, customer took a second test and it said negative. Later that day, the customer went to the dr. To have a lab test (pcr) and results were negative. Customer had no symptoms¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. All returned photographs were reviewed. The photo showed a cartridge with 2 lines and a tiny foreign object. Scanwell support replied to customer, ¿after investigating, it was determined that there was a foreign object on the test strip that caused an inaccurate result¿. No adverse trends were identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, discrepant results were obtained. Patient took two tests with one positive result and one negative result. Confirmatory testing was performed, and the results were negative. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: yesterday I took a test and it came out positive. 5 minutes later I took a second test and it said negative . Later that day I went to the dr to have a test sent out to the lab and I just got the results and they are negative. Everyone in my house including I have no symptoms.